Event description:
An account complained that the brakes did not work on this particular stretcher.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters and brake/steer linkage in order to resolve the problem.